Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va25zj6. Implanted: (B)(6) 2020, explanted: n/a, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 04-feb-2023, implanted: (B)(6) 2020, explanted: n/a, UDI#: (B)(4); product ID: 924256, serial/lot #: unknown, ubd: 04-feb-2023, implanted: n/a, explanted: n/a, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a problem with the screw during lead implant. The burr hole cover screw didn't have a point, so the physician used another screw. It was also reported the metal contacts of the lead connection port had "burrs", further clarified as "bumps", and the lead could not pass through the sleeve. The doctor used other tools to solve that problem and the surgery was successfully completed without replacing the lead. No further information could be obtained regarding what "other tools" were used. The patient was currently in hospital for observation; no symptoms were reported as a result of the event.